Manufacturer narrative:
(B)(4).

Event description:
The complaint states that wire/needle/cannula damaged or missing was reported. No product or data was provided for investigation. The allegation and probable cause could not be determined.